Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni manufacture date ¿ ni.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that no non-conformity has been detected. A conclusive root cause of the event could not be determined. UDI# (B)(4). Date returned to manufacturer ni.